Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
After the call, the lifeband locking tab slots on the autopulse platform sn (B)(6) res were observed to be broken. No patient involvement.